Event description:
The report indicated that the customer experienced high bg's (500-600mg/dl) which resulted from a failure of the needle mechanism. There was no report of a kink or blood in the cannula. The pod will not be returned for eval.

Manufacturer narrative:
The product will not be returned so no eval is possible. The product user guide instructs the user to "check infusion site frequently" for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The lot was found to have met all acceptance criteria.